Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior prolapse for a mitraclip procedure. A mitraclip was placed, after deployment the clip detached from the anterior leaflet, but was stable on the posterior leaflet. Two additional mitraclip were implanted to stabilize the clip and further reduce the regurgitation. The final mr was grade 1. There was no clinically significant delay.